Manufacturer narrative:
Additional information: h6 and h10: the returned device was visually inspected for any abnormalities and the following was observed: the valve was exposed through sheath shaft. Two (2) struts bent outward at inflow side and all struts exposed through skirt, normal after crimping and use. The valve was expanded and the following was observed: the valve frame was distorted/deformed. One (1) strut remained slightly bent outward at inflow and all struts remained exposed through skirt, normal after crimping and use. Leaflets wrinkled and dehydrated likely due to storage condition (prolong crimping) during the return handling process. Review of imagery was not done as none was provided. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed the similar complaints relating to the complaint codes. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The following instructions for use (IFU) and training manuals were reviewed: commander delivery system with s3u thv, ce, device preparation training manual and procedural training manual. No IFU/training deficiencies were identified. Although the reported event was confirmed, a complaint history review is not required as the issue has been previously identified in product risk assessment (pra), which captures root cause analysis for the issue. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with the reported event. A corrective action preventative action (CAPA) is also currently open. Corrective action preventative action (CAPA). The reported event was confirmed based on the returned device. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigation's did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, "when inserting the commander system, a stent deformation was visible on the x-ray. One stent strut was protruding and stuck in the sheath. Doctor tried to remove the commander system with the valve. The stent of the valve remained attached to the sheath and the system could not be removed". Additionally, it was noted that the patient's access vessel had presence of calcification and tortuosity. The presence of calcification and tortuosity can create a challenging pathway during delivery system advancement, and lead to resistance. Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". It is possible resistance was encounter during delivery system advancement. So, if addition force was applied to overcome the resistance, the valve struts caught and torn through the sheath and resulted in the bent strut observed. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a patient who underwent an implant of a 26mm sapien 3 valve, in aortic position by right transfemoral approach. When inserting the 26mm commander delivery system and 26mm sapien 3 valve through the esheath, a valve stent deformation was visible on the xray. One stent strut was protruding and stuck in the sheath. The operator tried to remove the delivery system with the valve. The stent of the valve remained attached to the sheath and the system could not be removed. An x-ray showed a perforation of the vessel. The team tried to treat the vessel surgically. However, the perforation was too long and the patient died in the operating theater.